Manufacturer narrative:
H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. H6: code b18 - the device was discarded and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the pivotal study for the gore® ascending stent graft in the treatment of dissections of the ascending aorta (aaa-2402): on (B)(6) 2025, the subject was to be implanted with the investigational gore® ascending stent graft. A gore® dryseal flex introducer sheath (serial# remains unknown) was also used during the procedure. It was reported there were access issues, however a gore dryseal sheath was attempted to be inserted, in which the sheath did enter the patient's body. It was also reported the area of access was highly dissected, and the sheath that was used was too big for patient's anatomy. Reportedly an occlusion was observed in the iliac from all the pushing with the sheath. The iliac was then stented. Due to access issues, the asg study device was not implanted and a decision was made by the physician to convert to open surgical repair. It was also reported following completion of the open surgical repair, the patient continued to bleed, and was converted to open chest repair in the ICU. Allegedly there was no signal in the right foot, the physician did an angioplasty and got signals back. The patient was stable, however 20 min later the patient was hypotensive in the ICU and suffered a pea arrest. Resuscitation attempts were unsuccessful and the subject expired on (B)(6) 2025. It was also reported the physician believes cause of death is attributed to aortic rupture.